Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the insulin pump was over delivering insulin and they were experiencing low blood glucose. Blood glucose reading at the time of incident was unknown. Customer stated that insulin pump was broke and they were receiving insulin too quick and extra. Customer stated that insulin continuously squirting from end of the set before connecting at the site. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.